Event description:
On (B)(6) 2010, the pt underwent a hip arthroscopy using two ultravac with integrated cable wands. It was reported that the electrodes came off of both wands and entered the surgical site. The physician was unable to remove at least two of the pieces and these were left inside the pt. The pt was informed of what happened by the physician. There is no plan to re-operate to remove the pieces. No adverse effect to the pt was reported.

Manufacturer narrative:
The wand is returning to arthrocare for investigation. Once the device investigation and a lot history review are completed, a follow-up report will be provided. One of two; MDR 2951580-2010-00037 was filed on (B)(4) 2010, for the other ultravac with integrated cable wand involved in this incident.